Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was reported to be in very poor condition prior to implantable pulse generator (ipg) system implant. It was reported that one day post implant that the patient is now deceased.